Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to lead migration. The patient underwent a lead revision procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 13937893.